Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-22928, related manufacturer reference number: 2017865-2021-22929. It was reported that the patient presented experiencing an infection. The pacemaker system was explanted. The patient was in stable condition.